Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin and, after delivering some insulin, the insulin gauge remained static at 100 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. Reportedly, the customer consumed candy and forgot to deliver a bolus, which cause the customer's blood glucose (bg) level to 331 mg/dl. The customer delivered a correction bolus to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.